Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, there was a problem controlling the cadiere forceps gripper during the last fifteen minutes of the procedure. It did not perform the expected movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the instrument was moving in an undesired direction (for example, the desired direction was to the right, but it was moving to the left) while surgeon's head was in headrest and removed hands from manual controls.